Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately four months post implant of right ventricular (rv) lead and implantable pulse generator (ipg), program check revealed high impedance. Physician suspected the lead was not connected to the pacemaker normally. Re-operation was scheduled. During the re-operation procedure it was noted that the screw was not tight. After tightening the screw, paced well, the threshold was good and the impedance was good. The rv lead and ipg remain in use. No patient complications have been reported as a result of this event.